Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1 (patient identifier): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h6: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had only one band attached and moved from itd position. The ligator housing teeth and the suture hole were in good conditions. The handle slot had evidence that the trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the band in the ligator housing was moved. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance. It is possible that the technique, manipulation, or procedural factors such as every attempt to make the suction before releasing the band could have affected and unable the last band to be correctly deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1 (patient identifier): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.